Manufacturer narrative:
The unit was received with currents in specification. No unexpected failed battery. Minor scratched lcd window and a cracked case near display window corners.

Event description:
The customer reported a failed battery test alarm. Customer stated replacing the battery 8 times but continued to receive the alarm. The customer's blood glucose level was 200 mg/dl. The customer went through troubleshooting but was unable to clear the alarm. The customer could not recall any significant events leading to the alarm. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.